Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle broke off of the sensor before she could insert it. Blood glucose level was around 135 mg/dl at the time of the incident. The customer was informed that the sensor would be replaced but will not send the product back for analysis.